Event description:
It was reported the patient experienced seizures with fentanyl. The hcp is ¿suppose¿ to change the fentanyl to morphine. The patient was seeking a physician to manage her care. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).